Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a possible infection at the ipg site. Surgical intervention took place on (B)(6) 2023 where the site was cleaned out. Effective stimulation was restored, and the infection has resolved.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.